Event description:
It was reported that during a video assisted thoracic surgical procedure, the device did not fire staples. No additional information is available. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pse45a device was returned in good visual condition and with an ecr45d partially fired 1/10 loaded on the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.